Event description:
It was reported that when the blue button was pressed the blood would not transfer from the reservoir to the collection bag. This occurred after the first 200 cc of blood was collected. The patient was not given any pre-donated or bagged blood. There was no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.